Manufacturer narrative:
(B)(4). Foreign source: japan. Visual examination of the returned product identified the femur was fractured. The articular surface and tibial plate were worn out. Device was submitted for further analysis. Analysis determined that the fractured femur is likely due to fatigue failure mode. Material analysis found it was conforming with print specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03083, 0001822565-2022-03084.

Event description:
T was reported that the patient underwent a knee revision approximately 11.5 years post implantation due to pain. It was reported that the femoral component was fractured. Attempts have been made and no further information has been provided.